Event description:
The notification received for the study indicated that approximately one month after the index procedure, the pt experienced an ischemic stroke. The pt had right visual field loss. The recovery was partial with minor residuals. A carotid duplex indicated patency of the stent with no areas of narrowing or turbulent flow. Additional neurological findings indicated plaque formation in the posterior aspect of the right eye. The pt was switched from plavix and aspirin to coumadin and aspirin. The pt advised of feeling better but continued to have persistent visual field deficit which was not a complete hemianopsia but rather varying sport which is blind in the right eye. She reported that at times she has had some word finding difficulties but she has never had frank aphasia. The pt's nih stroke scale is 2 secondary to her documented visual field deficit by her neurophthalmologist.

Manufacturer narrative:
Pta was performed on a lesion in the proximal right internal carotid of 23.31 mm in length in a 4.28 mm vessel diameter. The pt was symptomatic and there was thrombus at the target site prior to the procedure. The arch I type lesion was ulcerated. There was 84% stenosis pre-procedure stenosis. The lesion was pre-dilated during which a type b dissection occurred. An angioguard embolic protection device (lot# 70908506) was successfully deployed and retrieved without any technical problems. There was debris found in the basket upon retrieval of the device. A 6.0 x 40mm precise stent was deployed at the target lesion without any malfunctions. The residual diameter stenosis was 16%. Post-procedure ck 27 (maximum upper limit 135) was and c-mb (maximum upper limit 4.0). There were no neurological deficits when the pt left the angio suite. Heparin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The pt was discharged on the following day without any major adverse events. Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.